Event description:
Complainant alleged that while attempting to treat an (B)(6) female pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.